Event description:
Customer's wife called to report that her husband was having elevated blood glucose levels after receiving an occlusion alarm, so he took several correction bolus insulin doses. As a result of the bolus insulin doses, the customer's blood glucose dropped too low and ems had to be called. The customer was given an injection of glucagon and continued to wear the pod. Pod has since been thrown away. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency. Based on the caller's comments, it appears the customer did not wait a sufficient amount of time to allow for his insulin doses to bring his blood glucose levels down before taking additional insulin.